Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history review : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the complaint states: "the actis threaded stem inserter broke at the threads during extraction of an actis stem. No surgical delay." Records show the product complaint samples associated with (B)(4) was delivered to the warsaw facility for investigation, however following an exhaustive search it was confirmed on april 4, 2023 that the complaint sample was dispositioned for destruction before investigated. The failure to execute disposition of complaint product to procedural guidelines has been escalated in the quality system. A search of the complaint database found similar reports that were attributed to a fatigue fracture repeated use from consistently not seating the tip all the way into the driver hole of the stem before impaction. However, without the device to examine, the investigation could not draw any further conclusion for this specific device. In conclusion, this is a known failure mode and the current rate of complaints for this issue is within the expected occurrence rates. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history review: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the actis threaded stem inserter broke at the threads during extraction of an actis stem. No surgical delay.